Manufacturer narrative:
Device available for evaluation ¿ yes, returned to manufacturer on 6/20/2017. Device returned to manufacturer ¿ yes. Device evaluation the device was returned to the manufacturer. Visual inspection with the unaided eye shows the product is cut in pieces, most probably to make remove and replacement possible. Considering the condition of the lens, additional analysis is not possible. The customer's reported issue could not be confirmed in the returned lens sample. Manufacturing records were reviewed and the lens was manufactured according to specification. A search on complaints revealed that no similar complaints were received for this production order number. Based on the investigation results there is no indication of a product quality deficiency. All pertinent information available to the manufacturer has been submitted.

Manufacturer narrative:
The lens was inserted and removed. All pertinent information available to the manufacturer has been submitted.

Event description:
It was reported that a zxr00 24.0 diopter intraocular lens (iol) was inserted and removed from a patient's left eye as the lens did not sit well in the patient's eye. The lens was replaced with a non-amo device. A vitrectomy and sutures were required. The lens was cut in half and was possibly disposed of. No further information was provided.